Manufacturer narrative:
The reported event of a diagnostics mismatch was confirmed. Based on the information provided, it was determined that discrepancy in the ventricular pacing percentages was due to corruption of data being read by the aveir patient transmitter (apt) during lp interrogation. The data stored on the lp can be confirmed to be not impacted via a subsequent transmission that does not present the same observation. The data read by the apt for the transmission was most likely corrupted during the interrogation read and was not caught by the apt data integrity check (crc). The data being read by the apt can be corrupted due to external noise, emi etc.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the ventricular leadless pacemaker (lp) exhibited a difference between sampled data and ventricular heart rate histogram when reviewing ventricular pacing percentage. No changes or interventions were reported. There were no patient consequences.